Event description:
The lead was explanted and replaced due to a system upgrade from an ipg (implantable pulse generator) to an ICD (implantable cardioverter defibrillator). It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found an outer insulation breached depression. The full lead was returned and analyzed. Blood/body fluid was also present in/on the proximal conductor and helix mechanism. The outer insulation was breached cut and had a cosmetic depression.